Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose was 126mg/dl. During a pump system check, a new cartridge was loaded and multiple minimum fill notifications were received. A pump air leak was detected. Reportedly the customer had an alternate pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion alarm issue was verified in the pump logs, however, investigation could not be completed as the cartridge was not returned. Additionally, the alleged minimum fill issue could not be verified.